Event description:
In 2007, nellcor puritan bennett rec'd a report from a hosp facility in belgium that a maxn-I adhesive o2 sensor left a burn mark on an infant's left foot.

Manufacturer narrative:
It is unknown if any medical intervention took place.